Event description:
Boston scientific received information that following the implant procedure, the patient went into respiratory distress and coded. Cardiopulmonary resuscitation was performed and the patient was intubated. It was suspected that the patient had a pulmonary edema. A pericardial centesis was done and the pericardial effusion did not show much blood present. The field representative confirmed the events were not device product related. Subsequently five days later, the patient expired.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained from the field representative that the patient presented to the hospital prior to the procedure in severe heart failure and was symptomatic due to bradycardia. When the procedure started, the patient's blood pressure was very high. When they started pacing, the blood pressure stayed elevated causing a lot of pressure to the lungs which caused fluid over load. The patient was successfully discharged to the telemetry floor following the procedure, however, their kidneys started to fail. At that time the family had elected to not do anything aggressive and requested the patient be placed in hospice care. The patient then subsequently died five days later. Although the patient's heart failure condition was poor prior to the procedure, the physician still felt the procedure may have exacerbated the condition leading to the patient's death.